Manufacturer narrative:
H10 h3, h6 the device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. The visual inspection under magnification of the wand shows two detached electrodes with contamination/discoloration and scratch/scuff marks on the return electrode and spacer. The device was returned with a cut suction-/saline line and with a cut cable; there are no manufacturing abnormalities visually observed with the returned wand. The wand could not be functional tested due to the cut tubes and cable; the complaint was verified and the root cause cannot be determined in confidence. Factors of electrode damage include: (1) rate of ablation (2) power settings (3) prolonged use against dense or bony surfaces (4) suction rate and fluid management. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specification upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a tonsillectomy, after 3 minutes of use, it was found that 2 of the electrodes of the 70° evac wand had been melt damaged. The procedure was successfully completed without significant delay using the same device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.